Event description:
The customer stated that she was hospitalized with a high blood glucose reading of 350 mg/dl. The customer stated that she was getting repeated no delivery alarms and she did not change the infusion set. The customer stated that she had difficulty connecting the infusion set and reservoir prior to being hospitalized. The customer was advised to call when she has any issues in order to troubleshoot and correct the issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.